Event description:
It was reported that a user experienced a hypoglycemic event with a blood glucose of 42, corrected with oral glucose, and the device was associated with an event categorized as urgent low and low glucose with cause unclear. Symptoms included sensations described as hot flushes, consistent with hypoglycemia. Outcomes included resolution of the low glucose after oral carbohydrate intake, with no hospitalization reported. Investigation included troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction and no confirmed device component failure, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.